Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023 and (B)(6) 2026. Section d6b: if explanted; give date: unknown/information not provided. Section e1: email address: unknown/not provided. Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect-impact code 4619: temporary impairment (visual disturbance- dysphotopsia- requiring surgical intervention). Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model dxr00v, was explanted from the patient's left eye and exchanged for a puresee lens during a secondary surgical procedure due to the patient's reported quality-of-vision concerns. No additional information was provided.